Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the rear response button was non-functional. The cause for the failure was a missing rear response button dome. The root cause for the missing dome could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitors response buttons were non-functional.